Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was removed due to low impedance measurements. The lead was replaced with a new endotak lead of the same model.

Manufacturer narrative:
Event conclusion cpi's analysis found: the lead met electrical specifications. A visual inspection noted cuts and puncture holes in the insulation. The yoke slice tube is pulled in the direction of the terminal pins. A microscopic analysis indicated the damage to the yoke is consistent with stylet removal from a lead that has multiple radius bends.